Event description:
It was reported by the affiliate that the (2) er320 devices were used during a laparoscopic cholecystectomy procedure. It was reported that the clips fell out. The case was completed with another instrument and there was no consequence to the pt.